Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up pacing impedances were out of range and an increase in pacing thresholds was noted. The physician disconnected the lead and measured values with a pacing system analyzer (psa) which showed normal values. The lead was then reconnected to the device and normal impedances were noted. No adverse patient effects were reported and the device remains implanted.